Event description:
It was reported that a pump alarm indicating that the wake button was continually being pressed despite the wake button not being pressed. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.